Manufacturer narrative:
The patient sample was investigated further in an attempt to identify possible interferences. The roche anti-hbc results using lot 186766 were (B)(6). The sample was also tested using anti-hbc assays from 2 other manufacturers. The result using the diasorin murex assay was (B)(6). The result from the biorad monolisa assay was (B)(6) but very close to the cut-off. Further clarification of the observed discrepancies is not possible with the current methods available. It cannot be excluded that antigens used in other assays react unspecifically with interferences in the sample leading to false (B)(4) results in initial measurements or neutralization tests.

Manufacturer narrative:
Clarification was received from the customer that the competitor system used was a clia prism using the hbc assay. It was clarified that the patient's blood donation was not released for use.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 1 patient tested for (B)(6) core (B)(6). It is not known if the blood donation was released for use. This information was requested. The date of event was not known. The patient's last (B)(6) result on an unknown date from an abbott architect system was reactive ((B)(4)). This result was confirmed with an in-house neutralization test with a result of (B)(6) inhibition. At this time the patient's (B)(6) result was provided as "7 units", (B)(6) was non-reactive, (B)(6) was non- reactive and pcr was (B)(6). "Some weeks later" a new sample was obtained as part of a routine check and the patient was tested on an e602 analyzer. The (B)(6) result was non-reactive ((B)(4)). This result was validated as (B)(6) for (B)(6). This sample was repeated and the result was non-reactive ((B)(4)). At this time the patient's (B)(6) result was provided as "7 u", (B)(6) was non-reactive, (B)(6) was non-reactive and pcr was (B)(6). No adverse event occurred. The e602 analyzer serial number was (B)(4). The patient sample was submitted for investigation. The preliminary investigation reproduced the customer's non-reactive patient result. The reagent performed within specification.